Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. It was reported that the patient has expired after an implant duration of 8.03 months due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita meter does not turn on. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient alleged that the issue began on (B)(6) 2010 at 4:30pm. The patient tests eight times a day and manages her diabetes with an insulin pump; however, the patient denied taking any action in response to the reported meter issue and denied testing with another device. Thirty minutes after the alleged issue began the patient claimed she experienced symptoms of dizziness, sweating, and shivers; symptoms the patient correlated with low blood glucose. In response to her symptoms, the patient corrected and clarified she administered treatment by consuming sugar. During troubleshooting, the csr verified the subject meter turns on with the power button and the patient was using the correct test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k082513.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.